Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. The customer was not alerted of changes in glucose level and experienced symptoms described as "cold, idle," and a loss of consciousness. The customer was unable to self-treat and was initially treated with sugar and butter by the non-healthcare professional. Then the customer was taken to the hospital where a blood glucose result of 30mg/dl was obtained on a healthcare professional (hcp) meter and administered glucose by the hcp for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. The customer was not alerted of changes in glucose level and experienced symptoms described as "cold, idle," and a loss of consciousness. The customer was unable to self-treat and was initially treated with sugar and butter by the non-healthcare professional. Then the customer was taken to the hospital where a blood glucose result of 30mg/dl was obtained on a healthcare professional (hcp) meter and administered glucose by the hcp for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Attempted to scan sensor with evm (evaluation module) however, sensor did not scan. Reset the evm and scanned the sensor again but sensor did not scan. Data was attempted to be extracted using approved software and data extraction was not successful. Tsg questionnaire analysis was also performed; customer had reported that sensor had been utilized using a compatible libre reader. The actual cause of the signal loss is unintended as sensor battery depletion caused due to atypically frequent clock loss events from the reader ble(bluetooth low energy) module. The reset and re-pairing functions are intended behavior from the reader and sensor devices, thus are not considered a product malfunction. Abnormal number of repeated clock loss events are not intended behavior of the reader and were the root cause of the complaint. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. Attempted to scan the sensor with evm, however scan was failed. The tsg was analyzed, and the customer reported to have observed event , a clock loss event that indicates the reader has recognized the clock for its ble module is not operating at the correct frequency and the module has reset itself to correct the issue, had been observed in the event log. This observation indicates the sensor was unable to scan due to repeated bluetooth module restarts causing multiple re-pairing cycles with the sensor. The repeated re-pairing cycles then lead to an unintended battery drain that results in a sensor that does not scan due to a lack of power. The actual cause of the signal loss is unintended sensor battery depletion caused due to atypically frequent clock loss events from the reader ble module. Therefore, the issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. The customer was not alerted of changes in glucose level and experienced symptoms described as "cold, idle," and a loss of consciousness. The customer was unable to self-treat and was initially treated with sugar and butter by the non-healthcare professional. Then the customer was taken to the hospital where a blood glucose result of 30mg/dl was obtained on a healthcare professional (hcp) meter and administered glucose by the hcp for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue were observed. Attempted to scan the returned sensor with evaluation module (evm) but was unsuccessful. The evm was reset, and the sensor was scanned again but the sensor did not scan leading to an unsuccessful data extraction. An extended investigation was conducted. Visual inspection was performed on the returned sensor, and no issues were observed. The customer reported to have observed event 57r2 (a clock loss event that indicates the reader has recognized the clock for its bluetooth low energy (ble) module is not operating at the correct frequency and the module has reset itself to correct the issue) in the event log. This observation indicates the sensor was unable to scan due to repeated bluetooth module restarts causing multiple re-pairing cycles with the sensor. The repeated re-pairing cycles then lead to an unintended battery drain that results in a sensor that does not scan due to a lack of power. The root cause of the reported issue is unintended sensor battery depletion caused due to atypically frequent clock loss events from the reader's ble module. Therefore, the issue is confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as correction as section h6 (component code), (investigation findings), and section 11 (additional mfg narrative) captured in the report "follow-up # 2" was deemed to be invalid. Correction has been made.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. The customer was not alerted of changes in glucose level and experienced symptoms described as "cold, idle," and a loss of consciousness. The customer was unable to self-treat and was initially treated with sugar and butter by the non-healthcare professional. Then the customer was taken to the hospital where a blood glucose result of 30mg/dl was obtained on a healthcare professional (hcp) meter and administered glucose by the hcp for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.